Manufacturer narrative:
(B)(4). Additional information: additional information received from global pharmacovigilance (gpv) from the facility nurse on (B)(4) 2012: on (B)(4) 2012, the nurse indicated that on (B)(6) 2012 the patient experienced peritonitis. A culture was performed and positive for (B)(6). The patient was treated with vancomycin (dose, route and length of therapy unknown). The patient was not hospitalized for this event. The patient was recovering. The facility nurse went on to state: on (B)(6) 2012 the patient experienced a relapse of peritonitis. Culture results were performed and positive for (B)(6). The patient was treated with vancomycin (dose, route and length of therapy unknown). The patient was not hospitalized for this event. The patient was recovering. The facility nurse stated on (B)(6) 2012 the patient had a relapse of peritonitis. Cultures were performed and results were positive for (B)(6). The patient was treated with vancomycin. The patient was not hospitalized. Peritoneal therapy was ongoing. The facility could not confirm the cause of (touch contamination). The cause was determined to be catheter reseeding for each event. The manufacturer name of the catheter was unknown. The event was unrelated to baxter homechoice, solutions or disposables. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as patient made mistake/touch contamination. The root cause for this condition is undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination/catheter reseeding and peritonitis in a female patient (born in (B)(6)) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination/catheter reseeding which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event of peritonitis. It is unknown what interventions were required. The patient has had relapses of peritonitis. The patient is currently recovering from this episode of peritonitis

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the product code is unknown, a 510k number was not able to be identified.